Event description:
It was reported the right atrial (ra) lead did not capture at maximum output and had increased and high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance with patient alert for atrial pace lead impedance greater than 3000 ohms on (B)(6) 2012. Weekly pacing measurement log data shows a gradual increase for min and max a.pace equaling 2048 to 3264 ohms range between (B)(6) 2010 and (B)(6) 2012.